Event description:
It was reported to boston scientific corporation in late 2008 that an endovive safety peg kits push method was used during an percutaneous endoscopic gastrostomy (peg) placement procedure performed four days prior (patient gender, age and weight are unknown). According to the complainant, the peg tubing would not backload over the guidewire. They were unable to get the guidewire to pass through the transition point during the procedure. The procedure was completed with another endovive safety peg kits push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Blockage. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Although the batch/lot # for this complaint was reported as unknown a shipping history was performed and found that lot numbers 11946172, 12115743, and 12065903 were the last three lots sent to this customer. Lot # 12065903 has been identified as part of a recall. Therefore, we will assign recall to this complaint record. The most probable root cause based on the evaluation of other devices that have been returned with the same issue is manufacturing due to glue getting into the internal diameter of the barbed connector during assembly of the device.